Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who mentor smooth round moderate profile 350cc saline prostheses placed experienced several unexplained systemic symptoms post procedure. The symptoms were described as mimicking auto immune issues. However, testing for an autoimmune diagnosis came back negative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2021-10441 for contralateral prosthesis report.